Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient admitted to (B)(6). (Accident & emergency department).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. A product investigation were performed for the subject device (brand name pfna-ii ø10 sm 130° l200 tan, part number 472.115s, lot number 9899756). The subject device was returned with the complaint that the device broke postoperatively at the spiral blade hole. Visual examination of the returned device confirmed breakage of the pfna-ii nail occurred at the proximal locking bore (lead-through for the spiral blade). The pfna-ii nail shows some discoloration of the anodic layer in some areas. The material inspection reports the aqua anodized pfna-ii nail is made of titanium ti6al7nb alloy. The examination of the raw-material testing certificates and the manufacturing papers showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the pfna-ii nail is in compliance with the international standards iso 5832-11 and astm f1295 for surgical implants made of ti6al7nb alloy. The dimensions of the cannulated pfna-ii nail (as far as measurable) were checked and found to be in compliance with the technical drawings and ao/asif specifications. Investigation of the concomitant devices revealed the following: the pfna-ii blade, l 90mm (part#04.027.053s / lot# 9907079 / quantity 1) and the locking bolt ø 4.9mm, self-tapp., l 38mm ((part#459.380s / lot# 9352648 / quantity 1) are both intact besides some discoloration and wear- and gliding marks on the blade. In conclusion, the breakage of the pfna-ii nail occurred at the proximal locking bore (lead-through for the spiral blade). Partly the pfna-ii nail shows some discoloration of the anodic layer. It is likely that the discoloration is caused from rubbing against each other of the nail and the bone and is a sign of instability and high dynamic loads. The pfna-ii blade does not only shows discoloration but also wear- and gliding marks in some areas, what points to the fact that the construct was subjected to high dynamic bending loads. The lot in question was manufactured with a lot size of (B)(4) pieces in april 2016 and all were distributed until end of may 2016. To date we are not aware of any other similar complaints related to the article and lot number in question. Based on the provided information and on the investigation it is probable that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure. Neither a product nor a material related fault was found. Based on the provided information we are not able to determine the exact root cause of this breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient height reported as 151 centimeters. Event date: unknown. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for part # 472.115s, lot # 9899756. Manufacturing location: (B)(4), manufacturing date: 14 april 2016, expiry date: 01 april 2026. No non-conformance reports (ncr's) were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent the pfna (proximal femur nail antirotation) surgery on (B)(6) 2016. Postoperatively, on (B)(6) 2017 patient was admitted to the hospital due to hip pain. The x-ray taken showed a broken pfna nail. On (B)(6) 2017, the patient underwent revision surgery for a removal of the broken nail and insertion of a tfna (tfn-advanced proximal femoral nailing system) with augmentation. The breakage of pfna nail occurred in the blade hole. Patient condition reported as stable. The revision surgery was completed successfully. Concomitant devices reported: pfna-ii blade, l 90mm (part # 04.027.053s, lot # 9907079, quantity 1), locking bolt ø 4.9mm, self-tapp, l 38mm (part # 459.380s, lot # 9352648, quantity 1). This report is for one (1) pfna-ii ø10 sm 130° l200 tan. This is report 1 of 1 for (B)(4).